Event description:
The manufacturer received information alleging a ventilator alarmed for low minute ventilation and had a leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, failed a test step. The device's system board was replaced to address the issue.